Event description:
It was reported that implantable cardioverter defibrillator exhibited crosstalk. It was noted that the atrial signal was oversensed on the right ventricular channel and led to non-sustained right ventricular oversensing events. No intervention was performed. The patient was in stable condition and will continue to be monitored remotely.